Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport isp implantable port attached to a groshong catheter was returned for evaluation. Gross visual, microscopic visual, tactile and functional evaluations were performed on the returned device. The investigation is confirmed for the reported fracture, fluid leak and identified deformation and wear issues as a diagonal split was noted on the catheter approximately 1.3cm from the distal end of the cath-lock and a partial circumferential break was noted on the catheter approximately 7.1cm from the distal end of the cath-lock. The edges of the partial circumferential break appeared rounded and the surface appeared granular, glossy throughout. Further during functional evaluation, a leak was noted from the partial circumferential break upon infusion. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 10/2021).

Event description:
It was reported that approximately two years and four months post port placement in the the right internal jugular vein, contrast medium was allegedly leaked near the vascular insertion site. It was further reported that the crack was allegedly found on the catheter. The port system was removed. There was no reported patient injury.

Event description:
It was reported that approximately two years and four months post port placement in the the right internal jugular vein, contrast medium was allegedly leaked near the vascular insertion site. It was further reported that the crack was allegedly found on the catheter. The port system was removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport isp implantable port attached to a groshong catheter was returned for evaluation. Gross visual, microscopic visual, tactile and functional evaluations were performed on the returned device. The investigation is confirmed for the reported fracture, fluid leak and identified deformation and wear issues as a diagonal split was noted on the catheter approximately 1.3cm from the distal end of the cath-lock and a partial circumferential break was noted on the catheter approximately 7.1cm from the distal end of the cath-lock. The edges of the partial circumferential break appeared rounded and the surface appeared granular, glossy throughout. Further during functional evaluation, a leak was noted from the partial circumferential break upon infusion. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 10/2021).